Manufacturer narrative:
According to available information, this device remains implanted and in service. Should further information become available, this event will be updated.

Event description:
Boston scientific received information that one month post implant of this pacemaker with non-boston scientific leads, redness and purulent discharge were noted at the pocket site. Oral antibiotic medication was prescribed. A wound culture confirmed (B)(6). No further patient symptoms were reported.